Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The analyst was not able to test helix functionality due to the lead being cut into two pieces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that fracture and noise was noted on the right atrial (ra) lead during the implant procedure. When attempting to reposition the first time, the helix would not retract. The lead was cut, partially explanted and replaced. No patient complications have been reported as a result of this event.